Event description:
It was reported that motor rate error occurred. No patient injury occurred.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent condition. Motor rate error was found in the event history log. The technician was unable to duplicate the motor rate error during occlusion test. The root cause was unable to determine. Replaced stepper motor for preventive, cleaned and greased the whole motor assembly. Performed occlusion test and all functional tests which passed